Event description:
During surgical endometrial ablation procedure, the novasure disposable device malfunctioned; would not work. The company rep was contacted for troubleshooting and the device was changed -same product, new package. The procedure was completed without complications.